Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a shock due to t-wave oversensing. Reprogramming of the sensing parameters did not resolve the issue; as such, the lead was repositioned.